Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The laboratory result using an unknown reagent was 2.2 inr. The meter result was 1.7 inr. The customer was unsure if the tests were performed within 4 hours of each other. The therapeutic range was 2.5-3.5 inr. The customer tests every week.